Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the surgeon side console (ssc) right monitor was off. Intuitive surgical, inc (isi) technical support engineer (tse) instructed the customer to check if the vision side cart (vsc) touchscreen displayed a similar issue on one eye. The customer confirmed vsc touchscreen worked properly. Site tried to restart the console and to clean the fiber optic cable, but the problem remained. Reversing the blue fiber optic cables and testing different endoscopes did not solve the problem. The procedure was converted to laparoscopy. There was no report of patient injury. On 23-may-2022, follow-up was performed and additional information was obtained. The issue occurred post-anesthesia, after port placement. The procedure was converted to laparoscopy. There was no report of patient harm or injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the customer complaint that the surgeon side console's right monitor had no power. To correct the problem, the fse replaced the high resolution stereo viewer (hrsv). Unrelated to the complaint, fse also replaced two field scrap items, a damaged lcd arm and a worn out eyepiece. The system was tested and verified as ready for use. Isi has not yet received the replaced hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The isi technical support engineer reviewed the system logs at the time of the call into technical support, however, no errors were found. No event verification could be performed due to issue occurring prior to starting a surgical procedure (prior to following mode). No image or procedure video was provided. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Failure analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) has received the high resolution stereo view (hrsv) monitor associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the reported complaint of no video image. The hrsv monitor would not turn on properly. There were also electrical and fiberoptic defects to the main board.

Event description:
Refer to h10/h11 for follow-up information.